Event description:
It was reported that during a laparoscopic procedure, the bag broke. Resulting in longer case time.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) How long was the procedure prolonged?" An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2024. Additional information was requested and the following was obtained: "is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Bag ruptured half way through the fascia, spilling the contents of the bag internally and splitting the appendix in half. Patient was discharge home, and returned with abscess at trocar site, that pouch retrieval bag was pulled from. Patient was taken back to surgery for I&d of site, treated with antibiotics, wound was left open and treated with wet-dry dressing until wound successfully closed. How long was the procedure prolonged? Physician was unsure that all the contents of the retrieval bag had successfully been retrieved, required extended time to exam cavity to ensure that all contents had been retrieved successfully. Unknown on how long this extended case. Physician has expressed that using this retrieval system has added an additional 10-15 mins per case that bag has not broken." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "what is surgeons experience with the device? What was the procedure type? What was the trocar outlet size? Were heated instruments used near the pouch? Will the device be returning for analysis?" B1. Is adverse event. B1. Is product problem. B2. Is required intervention. H1. Type of reportable event.